Manufacturer narrative:
D10 concomitant medical products: l-1742k, l-1742k polysorb* 6-0 vio 30cm ss24da (lot#:d4g2311y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during strabismus surgery involving the polysorb sutures, after the needle was passed through the tissues and at the moment of creating a knot, the suture broke on the middle part. Another sutures from different lot numbers were used but the same issue occurred. A 5/0 usp suture was used in place of the 6/0, and no further issues occurred. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Seven sealed devices were received for evaluation. Light a ssisted microscopic inspection of the breathable pouch for the representative samples noted no breaches or damage. The needles were properly parked in the retainer. Inspection of the retainer noted the suture was properly wound and no damage to the retainer. A tactile and microscopic inspection of the sutures was performed with no abnormalities. Light assisted microscopic inspection of the foil pouch found no breaches or abnormalities. Functional testing of the representative samples found that the breathable pouch was opened without any tears of the tyvek packaging. The sutures were removed from the retainers without any difficulty. A simple knot was performed on the suture and the knot was pulled tight. The suture ends were loaded onto an instron machine by clamping the ends with cord yarn grips. No suture breaking or fraying was noted while handling and loading the suture into the instron machine. The instron then pulled the suture until the suture broke. The breaking point load force was measured and was found to fall below the ep minimum individual specifications. It was reported that the suture was broken. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturi ng records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.